Manufacturer narrative:
Device remains implanted.

Event description:
A company representative reported that a patient has experienced fractured ozark screws approximately three-to-six months after implantation. Revision status is unknown. This is the second of the two ozark screws.

Event description:
A company representative reported that a patient has experienced fractured ozark screws approximately three-to-six months after implantation. Revision status is unknown. This is the second of the two ozark screws.

Event description:
A company representative reported that a patient has experienced fractured ozark screws at t1 approximately three-to-six months after implantation. Non union has occurred at c7/t1. Revision status is unknown. This is the second of the two ozark screws.

Manufacturer narrative:
The issue was confirmed through inspection of the associated radiographic image. Both screws at the caudal-most level of the construct appear to have been fractured. The construct spanned from c6-t1, and it was composed of a two (2) level plate, six (6) screws, and interbodies. Correspondence with rep states that non-union occurred at c7/t1. According to the ozark surgical technique, "..if healing is delayed or does not occur, the implant could break, bend, or loosen". The cause of the reported issue will be categorized as 'delayed healing' due to the reported non-union. Correspondence with rep states that non-union occurred at c7/t1. According to the ozark surgical technique, if healing is delayed or does not occur, the implant could break, bend, or loosen. The cause of the reported issue will be categorized as "delayed healing" due to the reported non-union.

Manufacturer narrative:
A2 has been corrected. B5 and b7 have been updated with additional information.

Event description:
A company representative reported that a patient has experienced fractured ozark screws at t1 approximately three-to-six months after implantation. Non union has occurred at c7/t1. Revision status is unknown. This is the second of the two ozark screws.